Manufacturer narrative:
This complaint included known side effects.

Event description:
The following side effects were reported following treatment: balance, and speech issues.

Event description:
The following side effects were reported following essential tremor treatment: balance impaired and dysphasia.

Manufacturer narrative:
This complaint includes known side effects for essential tremor treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.